Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the bubble sensor of the sorin s5 system was found to be defective during priming. There was no patient involvement. A sorin group field service representative was able to confirm that the sensor was not working properly and provided a replacement sensor to the customer. An investigation of the replaced unit could not be performed, as it was discarded by the user. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the bubble sensor of the sorin s5 system was found to be defective during priming. There was no patient involvement.